Event description:
Device returned for analysis with report of pt experiencing episodes of withdrawal prior to refill. Follow up with hcp revealed patients refills always had appropriate residual amounts. Pt had complaints of 2 episodes of drug withdrawal and pump less effective when refill date approached. At last episode in pt went to ER with symptoms of nausea, vomiting and drowsiness. A drug screen was done - revealed no opiates present. The pt was treated with morphine per pca pump and refill of their implanted pump. Pt is very tolerant of narcotics and pain is difficult to manage. Pt recovered from episode, was referred to surgeon and pump was removed and not replaced. Hcp states that pt had reported falling in their home a couple of times within the first few months after the implant of this pump.